Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "10% error message". It was alleged that the pump was delivering inaccurately. It was reported that the reason for use was pulmonary arterial hypertension. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. No serial number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This MDR was generated under protocol (B)(4). Corrected data: h6 event problem patient code, evaluation codes method and evaluation codes conclusion.